Event description:
Paramedics were attending to a pt in full cardiac arrest, exhibiting a slow idioventricular rhythm. Allegedly the unit locked up and would not record, pace or charge however the operator was able to monitor the pt successfully. A back up device was obtained and used to treat the pt. The pt was not resuscitated. The reporter stated alleged malfunction did not cause or contribute to the death of the pt. This opinion was based on the operator's assessment of the pt's viability and the availability of a back up unit.

Manufacturer narrative:
Physio-control examined the device and observed the chart recorder gears to slip slightly, although continuing to function. No other malfunctions were observed. The unit will be replaced to enhance customer confidence and will not be returned to the customer for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.